Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) further investigation. The device was evaluated by olympus, and the reported issue (broken probe) was confirmed. Based on the results of the lm¿s further investigation, the probe likely broke due to the following mechanism: 1. The output was activated in seal & cut mode while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear out. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. 4. A force to activate the output in seal &cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark. 5. A force was applied to the probe causing it to break. Retrieval of the broken device was required. However, the root cause of the event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in section: ¿during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.¿ this supplemental report includes a correction to d4, e1, e2, e3, and g2 from the previous submissions. Also, an update has been made to d9, h3, and h6. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The report is related to the following linked patient identifiers. (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the ultrasonic surgical device probe tip broke off into a patient and was retrieved during the middle of the case when working on the round ligament. The issue occurred three times with three separate devices during a laparoscopic supracervical hysterectomy, laparoscopic sacrodolpexy, bilateral salpingectomy procedures. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported that the incident caused a procedural delay while the patient under anesthesia; however, the duration of the delay was not specified. The procedure was completed with a non-olympus device with no impact to the patient. As previously reported, a total of three probes broke during the procedure. This complaint captures the first probe which occurred during the middle of the procedure while working on the round ligament. This probe broke off and fell inside the patient¿s body requiring retrieval.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the probe likely broke due to contact with a surgical instrument or the non-insulated area of the grasping section of the device. The likely mechanisms are as follows: mechanism #1. 1. During output in ¿seal & cut¿ mode, the probe encountered hard tissue, metal, or a surgical instrument. Consequently, a scratch was made on the probe. 2. The probe received an output load in ¿seal & cut¿ mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 3. The probe broke when a load was added. Mechanism #2: 1. The distal end of the tissue pad was worn away because ¿seal & cut output was activated while grasping nothing (including the case the user kept activating after cutting tissue). 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, then the scratches were made (indicating that the probe and grasping section were in contact with each other). 4. The probe received an output load in ¿seal & cut¿ mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. The probe broke when a load was added. However, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ this supplemental report includes a correction to b5 and g2 to provide information that was inadvertently not included in the initial medwatch. Also, additional information has been added to b5 and h4. Olympus will continue to monitor field performance for this device.